Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient stated the device was beeping for approximately two minutes. A boston scientific technical services consultant explained the reasons a device will emit tones. The consultant instructed the patient to perform a patient initiated interrogation (ppi) so the device data could be uploaded to the patient's physician. Initial attempts to send the data were not successful and the patient was going to continue trying to send the data and would call back if necessary. No further calls were received from this patient. No adverse patient effects were reported.